Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The patient reportedly fell and hit the implant site which resulted to laceration, pocket erosion and infection. Additional information from the field confirmed that the patient's fall was not related to her device. There were no additional adverse patient effects reported. The product was explanted.